Event description:
It was reported that patient had no stimulation sensation for a week even though the implantable neurostimulator was on. The device was recharged one week ago. Reprogramming was attempted on the date of this report, but all electrodes had high impedance readings. Patient did not feel any stimulation when several electrode combinations at different voltages were tried. It was assumed that there was fracture in lead or extension disconnected. Patient was doing "ok, just didn't had stimulation and wanted lead replaced." X-ray study was performed and it appeared lead might have been fractured near "back lami incision". The patient was referred to physician for lead revision or replacement and possibly generator replacement. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3998 lot# lb2934, implanted: 2003 (B)(6), product type lead product ID, 37742 lot# serial# (B)(4), product type programmer, patient product ID, 3708360 lot# serial# unk, implanted: 2006 (B)(6), product type extension product ID, 3708360 lot# serial# (B)(4), implanted: 2006 (B)(6), product type extension. (B)(4).